Event description:
It was reported that remote transmission showed episodes of non-sustained oversensing. Review of the egms revealed intermittent functional undersensing of p waves which led to functional loss of capture of atrial and ventricular pacing events. Programming changes were recommended.

Event description:
New information received states non-sustained ventricular oversensing episodes which appeared to be inappropriate. Patient was asymptomatic. P-waves falling into post-ventricular atrial refractory period causing competitive atrial pacing were noticed. The short vp to vs events was causing the episodes. Programming changes were made. The patient is stable and will continue to be monitored at normal follow ups.

Event description:
It was reported that the patient had a history of atrial noise. The device was reprogrammed to minimize the noise.